Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during the radical resection of lung cancer, could not fire farther after fired one-third. The deployed staples were malformed. Changed another reload, the event re-happened. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r57z5h. Investigation summary: the analysis results showed that two ecr60b reloads were received partially fired 1/16. The returned reloads were reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.